Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Additional information was received from the patient and it was reported that she had been having to wear pads and having a return of symptoms and this started about 3 months prior to the report. The patient reported no falls or trauma.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the programmer would not connect to the implantable neurostimulator (ins) both with or without the antenna. This occurred on the day of the report. The patient programmer (pp) had not been dropped or gotten wet. The patient was using (B)(6) batteries. The patient was not feeling stimulation and had a return of symptoms by having a couple of accidents. Not feeling stimulation and a return of symptoms occurred on (B)(6) 2016. There was no trauma or fall that could be related to this issue. There was no recent medical test or electromagnetic interference (emi) exposure. The patient had a hip surgery about a year ago and it was not related to the device therapy and did not notice any changes in therapy at that time. Further follow-up is being conducted to determine if the replacement programmer resolved the issue, what circumstances led to the loss of stimulation and return of symptoms, and had the issues been resolved. If additional information is received, a follow-up report will be sent.